Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Vessel morphology is unk. It was reported that the pt's aortic neck was 22.5 mm long and tapered from 24 mm in diameter proximally to 20 mm distally. After the bifurcated device was deployed there was a type I endoleak present because the stent graft infolded at the proximal end due to the tapered aortic neck. The infolded section of the stent graft was balloon angioplastied and the leak improved slightly but did not resolve. It was reported that an independent physician was consulted and he recommended placement of a palmaz stent. The palmaz stent was successfully implanted and that resolved the endoleak. No clinical sequelae were reported, and the pt is reported to be fine.